Event description:
It was reported that during an initial hip arthroplasty, the stem would not seat as intended. The surgeon started with smallest size (size 4) taperloc complete broach. Then progressively increased to size 10. Size 10 was last until the desired fit and stability was achieved. It was noted that size 11 stayed obviously above the osteotomy line. Trial reduction performed with the fully seated size 10 broach. Taperloc complete stem size 10 inserted into the canal, but it will not advance the osteotomy line. Stem stayed about 4 mm above the osteotomy line. Femoral rasping repeated with size 10 and size 11. The surgery was completed with an alternate stem. Then new stem, same size 10, implanted and it stayed about 2 mm above the osteotomy line. It was accepted by the surgeon. Additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The following sections were  updated: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip arthroplasty, the stem would not seat as intended. The surgery was completed with an alternative stem. Additional information on the reported event is unavailable.